Event description:
The following is based on provided medical records. On (B)(6) 2004 - lower abdominal ventral hernia repair with implant of bard kugel patch. On (B)(6) 2007 - repair of recurrent lower abdominal ventral hernia with implant of bard composix kugel mesh. This procedure included explant of the previously placed kugel patch. On (B)(6) 2010 - laparoscopic removal of right tube and ovary. On (B)(6) 2011 - surgical consult for a possible recurrent ventral hernia. Imaging showed a small stable hernia and the surgeon noted that with her large pendulous abdomen he did not recommend surgery (note: two weeks later a CT scan noted the previous hernia repair to be intact and that the new hernia was caudal to previous repair. It appears she had a new hernia not a recurrence of the previous repair). The following is based on allegations made by the pt's attorney: (B)(6) 2011 - pt underwent surgery to repair the composix kugel mesh that has folded over on itself. The attorney report alleges disability, additional surgery, and folded/defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records for this pt were received prior to receiving the attorney's report. The attorney's report alleges that on (B)(6) 2011, the pt underwent surgery to repair the composix kugel mesh stating that the mesh had folded over on itself. There is no indication in the attorney's report or the medical records that the mesh was explanted. Additionally, a CT scan dated (B)(6) 2011 notes the pt to have an "intact ventral hernia repair." The medical records provided do not cover the period past (B)(6) 2011. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, a follow-up MDR will be submitted. See MDR 1213643-2012-00675 for info related to the kugel patch implanted on (B)(6) 2004.